Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) administered an inappropriate shock. The patient had an unusual brady rhythm with a rate in 30s and periodic ventricular escape beats. These were double counted as ventricular tachycardia(vt) and a shock was subsequently delivered.